Event description:
It was reported that during an unknown procedure, the surgeon was inserting screws and the heads broke off of six 1.0mm cortex screws. All broken pieces were retrieved. There were enough back-up screws and the procedure was completed without any harm to the patient. The broken screws were discarded. Complaint #6 of 6. (6th screw of 6 screws).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 6 of 6 for this complaint (B)(4).